Event description:
On (B)(6) 2014, the patient contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that the pump was recommending inconsistent bolus amounts in the mornings when using the ezbg bolus feature. Customer technical support reviewed the pump with the patient and found all boluses were consistent except for two of the boluses. The two inconsistent boluses could not be found in the bolus history during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators were unable to duplicate the complaint. Unrelated to the complaint, the display screen has a pinkish contrast; the screen is still able to be read.